Event description:
Severe burns/ significant burn [thermal burn]. I used it during the night [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer through a pfizer-sponsored program brand websites for division consumer healthcare (B)(4). A female consumer of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date for menstrual pain. Relevant medical history and concomitant medications were not reported. The consumer experienced severe burns and a significant burn after using the heatwrap during the night on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events thermal burn with intentional device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn with intentional device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] . Severe burns/ significant burn [thermal burn], I used it during the night [intentional device misuse]. Narrative: this is a spontaneous report from a contactable consumer through a pfizer-sponsored program brand websites for division consumer healthcare germany. A female consumer of an unspecified age started to receive thermacare heatwrap (thermacare menstrual) from an unspecified date for menstrual pain. Relevant medical history and concomitant medications were not reported. The consumer experienced severe burns and a significant burn after using the heatwrap during the night on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Product investigation results were as follows: summary of investigation: this investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: na. The lot number is unknown. A lot trend was not performed. Follow-up (24feb2016): follow-up attempts completed. No further information expected. Case closed. Follow-up (26jun2020): new information reported from product quality complaints includes: product investigation results. No follow-up attempts needed. No further information expected. Comment: based on the information provided, the events thermal burn with intentional device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: na. The lot number is unknown. A lot trend was not performed.